Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "fatigue fracture of a proximally modular, distally tapered fluted implant with diaphyseal fixation" written by marti´n a. Buttaro, md, michael b. Mayor, md, douglas van citters, phd, and francisco piccaluga, md published by the journal of arthroplasty vol. 22 no. 5 2007 doi:10.1016/j.arth.2006.07.007 on 17 july 2006 was reviewed for MDR reportability. The article reports on a case of a (B)(6) year old woman who previously received 2 operations and underwent a 2 stage removal and re-implantation for an infected left tha. She received a depuy charnley cemented stem with depuy duraloc uncemented acetabular component along with impacted bone allografts. She then experienced a periprosthetic fracture near the distal tip of the femoral prosthesis 14 months postoperatively and was treated with open reduction and internal fixation with plate and screws of synthes products. Six months later she experienced a fracture of the plate and a diaphyseal nonunion. Proximal femoral bone loss included absence of calcar and lateral cortex as well as a 13 cm endosteal compromise due to the previous stem (non depuy related). The depuy femoral components were then replaced with non depuy products. She further went on to experience further device fractures of non depuy products at the same location and received another revision along with cerclage intervention. No adverse events related to acetabular components. Impacted products: depuy charnley stem, femoral head, duraloc cup & liner adverse event: femoral fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.